Event description:
It was reported that intra-operatively, the patient's right ventricular (rv) lead was uncapped, tested, and was found with no capture and high thresholds. The physician elected to partially explant the lead. It was further reported that the patient's active left ventricular (lv) lead had high thresholds and the patient was experiencing stimulation prior to the procedure. The lead was partially explanted. The physician then uncapped, tested, and found that the patient's old left ventricular (lv) lead could be reused in the ventricular port of the pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.